Event description:
The customer stated that he was in a car accident, and when paramedics checked his blood glucose the reading was 22 mg/dl. The customer stated that he was leaving the pump in the suspend mode and only using it to deliver boluses. However, the customer forgot to suspend the insulin pump prior to the event. The basal rates were set to zero. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.